Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) has confirmed that the ECG c&d cable lead 1- wire was broken the root cause for the broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages.